Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain'), pelvic inflammatory disease ('chronic pelvic inflammatory disease'), tubo-ovarian abscess ('tubo ovarian abscess') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 634987) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included adnexa uteri cyst, hyperplasia, nausea, fever, uterine fibroid, pid pelvic inflammatory disease, allergic reaction to analgesics, iodine allergy (hives), menometrorrhagia, uterine fibroid and supracervical hysterectomy. Concomitant products included levonorgestrel (mirena) for post procedural bleeding. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish / psychological injury"), depression ("psychological or psychiatric problems condition: depression / psychological injury") and abdominal pain ("abdomen pain / abdominal pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with atorvastatin calcium (lipitor), insulin glargine (lantus), lisinopril, montelukast, omeprazole;sodium bicarbonate (zegerid otc), salbutamol (albuterol hfa) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved, the pelvic inflammatory disease, tubo-ovarian abscess, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010 (as per pfs) plaintiff received treatment for :pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded, total bilateral occlusion,. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: reporter information was updated. New events "general abnormal bleeding, bladder/urinary problems " were added. Outcome of events " pelvic pain, menorrhagia, abdominal pain" was updated as "recovered/resolved". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pelvic inflammatory disease ('chronic pelvic inflammatory disease') and ovarian abscess ('tubo ovarian abscess') in a (B)(6) year-old female patient who had essure (batch no. 634987) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included adnexa uteri cyst, hyperplasia, nausea, fever, uterine fibroid, pid pelvic inflammatory disease, drug allergy, iodine allergy (hives), menometrorrhagia, uterine fibroid and supracervical hysterectomy. Concomitant products included levonorgestrel (mirena) for post procedural bleeding. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain ("abdomen pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and ovarian abscess (seriousness criteria medically significant and intervention required). The patient was treated with atorvastatin calcium (lipitor), insulin glargine (lantus), lisinopril, montelukast, omeprazole; sodium bicarbonate (zegerid otc), salbutamol (albuterol hfa) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain was resolving, the pelvic inflammatory disease, ovarian abscess, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, ovarian abscess, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: plaintiff fact sheet and mr received, new reporter, patient demographic information, concurrent condition and treatment medication, lab data, essure indication, start stop date, lot number and event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression and mental anguish, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping),abdomen pain , chronic pelvic inflammatory disease and tubo ovarian abscess were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.